Event description:
(B)(4) the dealer reported that the 65650 rollator would not brake while the end user was siting on the unit. There was no patient injury reported.

Manufacturer narrative:
Please note, MDR 1031452-2013-00478 was inadvertently submitted under the incorrect manufacturer registration number. The correct manufacturer registration number is 1531186.